Event description:
The customer reported via phone call indicating that the insulin pump had a threshold suspend. Customer's blood glucose was 500 mg/dl. The customer was treated with bolus but they keep getting stopped by the threshold suspend. The customer was advised and explained the alarm and she understood the information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.